Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, preoperatively, during testing, the device was unable to fire - green button could not be pressed and handle was difficult to squeeze. A new reload was used to resolve the issue in order to complete the case. There was no patient involvement.